Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events on the complaint date. During visual inspection of the pump, there was no physical damage observed to the pump. The returned battery cap was able to fit to the pump and maintain an electrical connection. During testing, the pump powered up correctly and there were no power interruptions duplicated during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the power circuit (pcb). The pump performed within specification therefore the investigation was unable to duplicate ¿intermittent power¿ complaint. (B)(4).